Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was repeatedly transferring the images to the navigation system and the images had an "offset around 8 mm". The spin was a test spin. The site and the manufacturer representative took multiple spins and the navigation system tracked fine on both sided of the imaging system. The site watched the process and agreed the system could be used. No patient was present at the time of the event.